Event description:
It was reported to medtronic minimed that the customer experienced difference in sensor glucose and blood glucose due to medication taken by the customer. The customer reported no adverse event. The event involved product(s) unk_sensor. Troubleshooting was completed and it was confirmed that insulin delivery was not suspended due to reported event and the blood glucose and the sensor glucose value at the time of event was found to be 8.7 and 2.8 mmol/l. The difference in value between sensor glucose and blood glucose was 5.89 mmol/l. Customer was advised to use additional glucometer readings to verify glucose levels. No harm requiring medical intervention was reported. Product return for unk_sensor is not expected.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer alleged change sensor alert and sensor updating alert. The event involved product(s) mmt-7040d1 & product return for mmt-7040d1 is not expected

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section d1/d2a/d2b - product material has been changed from unknown sensor to mmt-7040d1 and updated brand name, product code and common device name. 3. Section d4 - updated model number, catalog number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.